Event description:
It was reported that during a sleeve gastrectomy procedure, when the surgeon started the first firing on the stomach (close to the pylorus), the knife stopped after 2-3 mm, cutting the edge of the stomach and was stuck. The firing handle seemed to be loose. The surgeon had to manually return the knife to proximal end, open the device and continue with a new one. The staple line was partially open and he had to start the procedure from the beginning. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(6). Incomplete/interrupted firing. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired indicating that the cycle was interrupted. In addition, it was noted that the cartridge pan was partially detached. The device was tested for functionality using a test reload and the functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Damaged shrouds the analysis results found that one device was returned with the handles open and without a reload present. Even though the shrouds were opened, the device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. Event could not be confirmed as no cartridge was returned for analysis. While no conclusion could be reached as to how the shrouds became opened; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at finished goods quality assurance.